Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of one onyx frontier drug eluting stent, the stent dislodged from the balloon when the device had passed through the non medtronic hemostatic valve and into the guide catheter. The stent did not dislodge in the patients vasculature. The balloon was not inflated prior to stent dislodgement. The device was inspected prior to use and post removal of the protective sheath with no issues noted. There were no difficulties noted when removing the protective sheath and there were no difficulties noted when removing the device from the hoop. No patient injury was reported.

Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: negative prep/purging was not performed on the device prior to use. There were no difficulties or resistance noted inserting the stent through the valve. The dislodged stent was removed when the guide catheter was pulled out of body with stent in it. The procedure was completed. Correction: the patient was discharged home. Lot number updated. Physician full name and phone number. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.